Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system during prime fill process. Customer reported that the force sensor does not detect the reservoir. Customer's blood glucose reading was 131 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Findings: alarm during the basic occlusion test due to detached half of end cap. Pump passed the stop current test, run current test and displacement test. Unable to perform the self test, unexpected alarm error test, off no power test, prime test, occlusion test and no delivery test due to compromised forced senso alarm. Pump had cracked battery tube threads, reservoir tube lip, broken belt clip slot, minor scratched display window, missing end cap sticker and cracked case at display window corner.